Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm, low battery alarm or replace battery now alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery now alarm. The issue had been present for a month now. Customer's blood glucose value was 95 mg/dl. Insulin pump will not be returned for analysis.